Event description:
Endocrinologist contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient a hardware error on (B)(6) 2015. Endocrinologist reset the device and the reported issue was resolved. At the time of contact, the endocrinologist did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).